Event description:
The infant heel warmer exploded when the rn was trying to activate it. The heel warmer exploded over the rn's uniform, neck, face and hair. The exploded heel warmer did not come into contact with the patient.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.